Event description:
It was reported that during the procedure in the mildly tortuous mid right coronary artery (rca) for treatment of a de novo lesion, a pilot 50 guide wire was advanced to the distal rca followed by a 2.0x10 non-abbott dilatation catheter. Pre-dilatation was performed. A 3.5x23 rx xience v stent delivery system was advanced and the stent was deployed at the mid/distal segment of the vessel. During post dilatation using a 3.5x20 nc trek rx balloon, the balloon ruptured at 12 atmospheres. The dilatation catheter was withdrawn from the anatomy and exchanged for a 3.5x20 non-abbott dilatation catheter. Post dilatation was completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: pilot 50; stent: xience v 3.5 x 23 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.